Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that an 82 yo female patient, initial right knee implanted in 2015, underwent a revision procedure on (B)(6) 2024, approximately 9 years post the initial procedure. Since the initial procedure the patient had been having worsening right knee pain as well as swelling. The patient stated that the swelling continued to progress and was getting to the point that it was starting to limit her day-to-day function. The patient had a follow-up with her orthopedic surgeon and radiographs were obtained. The radiographs were concerning for asymmetric polyethylene wear, most pronounced in the medial compartment. With the patient's radiographic evidence as well as the pain swelling limiting the patient's quality of life, they were taken back to the operating room to undergo a revision of the tibial component of the right total knee arthroplasty with a polyethylene exchange. Incision was made through the existing scar. Extensive synovitis was noted in all 3 compartments. There were free-floating pieces of polyethylene debris within the joint. The parts, pieces or fragments were removed by the surgeon. All polyethylene debris that could be observed were removed from the joint. Oxidative stress was noted on the polyethylene insert upon removal. Significant wear was noted on the medial aspect of the polyethylene insert. There was no metal-on- metal articulation noted in the femoral component, and the tibial components were not damaged. With the extensive synovitis, synovectomy was performed. The knee was copiously irrigated with irrisept, saline with cefazolin as well as bactisure. A new polyethylene liner was inserted. Arthrotomy and superficial tissue were then closed. No x-rays were provided. There were no complications or surgical delays during the procedure. The patient was last known to be in stable condition following the event. The explanted devices are available for return. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.